Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has been disposed of. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: this report pertains to the one of two devices that were used during the same procedure. Refer to associated manufacturer report 3005099808 -2008-5875 for a description of the associated complaint. It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on a male patient (weight is unknown) three days prior. According to the complainant, when the physician inserted the wire down the autotome, the wire doubled back on itself. The physician stated that while pushing the wire he could feel resistance and realized something was not right. He pulled it back out through the autotome and noticed that [the wire was] bent and looped in the tome. The case was completed using a new autotome rx sphincterotome.